Event description:
It was reported that after 24 hours, the center of the moldable wafer was dissolving 2 cm in the area where the wafer had been cut and gathered into down (interpreted to mean melting). On first attempt, it was observed that before 24 hours the wafer was opening (melting away from stoma) and the stoma was swollen with some bleeding and irritation. It was further reported when changing the old wafer with a new product wafer the same issue occurred and the allergy to the wafer was increased. The end user was prescribed ointments (hamatem and fito) to use for the skin issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event information has been requested. No additional details have been provided to date. Should additional information become available a follow-up report will be submitted. This issue was reported for two different lot numbers for this case, therefore an additional FDA form 3500a has been submitted.